Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% re-stenosed lesion in the ostial to mid left anterior descending (lad) artery. An unspecified stent was implanted which cause a major dissection. Therefore, three graftmaster (3.5x16mm 2.8x16mm and a 2.8x26mm) were attempted to be advance to treat the dissection; however, all three failed to cross due to the anatomy. The patient was left on medical management and the dissection self healed. There was no adverse patient effect and no clinically significant delay reported in the procedure. Return device analysis found that the 2.8x26mm graftmaster the stent implant was not on the proximal balloon marker and there was an unknown material intertwined at the proximal end of the stent implant. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.